Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, intramural leiomyoma of uterus, colposcopy, vaginal delivery, endometrial biopsy, paratubal cyst, endocervicitis and adenomyosis. Concurrent conditions included anal atypical squamous cells of undetermined significance, vaginitis bacterial and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pain :pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("pschy injury/ psychological or psychiatric problem condition: depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anxiety ("mental anguish"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified"), abnormal uterine bleeding ("abnormal uterine bleeding"), abdominal adhesions ("abdominal adhesive disease"), pelvic adhesions ("pelvic adhesions") and endometriosis ("endometriosis") and was found to have leiomyoma ("leiomyoma"). The patient was treated with surgery (d&c on (B)(6) 2017, tlh converted to a supracervical abdominal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, depression, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue, nausea, weight increased, leiomyoma, abnormal uterine bleeding, abdominal adhesions, pelvic adhesions and endometriosis outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abnormal uterine bleeding, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, leiomyoma, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information, patient middle name, medical history, concomitant medications, product removal details added. Action taken with drug updated. Event endometriosis, pelvic adhesions, leiomyoma, abnormal uterine bleeding, abdominal adhesive disease were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included anal atypical squamous cells of undetermined significance, vaginitis bacterial and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain :pelvic"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), depression ("pschy injury/ psychological or psychiatric problem condition: depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding(vaginal), anxiety ("mental anguish"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems: unspecified") and urinary tract disorder ("bladder/urinary problems: unspecified"). The patient was treated with surgery (d&c on (B)(6) 2017. Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, depression, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. Concurrent conditions included anal atypical squamous cells of undetermined significance, vaginitis bacterial and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("pschy injury/ psychological or psychiatric problem condition: depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anxiety ("mental anguish"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain: abdominal"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems: unspecified") and urinary tract disorder ("bladder/urinary problems: unspecified"). The patient was treated with surgery (d&c on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, depression, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia dysmenorrhea dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs and mr received. Case upgraded to serious incident. Reporters information added. Lot no. Added. Event: genital hemorrhage seriousness criteria were updated. Event: abnormal bleeding (vaginal), mental anguish, fatigue, pain, nausea, weight gain were added. Events: psych injury were updated to psych injury/ psychological or psychiatric problem condition: depression. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.